Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist approximately 7 months and 16 days post tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted due to elevated gradients. The surgeon stated that the leaflets appeared thickened and stiff. There was no halt or thrombosis noted by the surgeon.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The following sections of this report have been correct: h.6 device code (from 1270 to 1077). The complaint for post implant calcification was confirmed from returned product evaluation. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 7 months and 16 days post tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted due to elevated gradients. Per preliminary evaluation the valve was calcified''. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions are required.